Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2019, a patient contact reported a fresenius peritoneal dialysis (pd) patient who experienced an ¿m31-air detected in cassette¿ alarm and a fluid leak inside the cassette door of the liberty select cycler. During the call the liberty select cycler was processed for replacement and the patient did not complete their pd treatment. During follow-up with the pd nurse, it was reported the patient subsequently had cloudy pd effluent (date unknown) and as a result, a pd culture was obtained, and the patient was initiated on prophylactic antibiotic (gentamycin) for suspected infection. However, per the nurse, the pd culture resulted negative for infection/peritonitis and the patient prophylactic antibiotic therapy was discontinued. Reportedly, the patient has received the replacement cycler and continued pd therapy without further reported issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed power entry module was broken. There are visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The ast test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. The mushroom head check passed. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.